Event description:
Literature was reviewed regarding a patient with a calcified aortic valve who underwent transcatheter aortic valve replacement (tavr) with a medtronic 26 mm evolut fx valve. In the account of the procedure, it was noted that a balloon dilation was performed with a 20 mm non-medtronic balloon (inoue) and then the evolut fx valve was deployed. After deployment, the authors observed ¿significant¿ paravalvular leak (pvl) around a calcified nodule and subsequently performed a balloon post-dilation, significantly decreasing the pvl. The patient was discharged without complications after tavr. Additionally, in the text under figure 1, the authors recounted that under-expansion of the evolut fx was seen on computed tomography following valve deployment and prior to the post-dilation. No further information was provided pertaining to the evolut fx valve.

Manufacturer narrative:
Citation: kojima y, saji m, amano h, masuhara h. Calcium-focused perpendicular view to assess the calcium behavior on aortic valve during balloon aortic valvuloplasty. Cardiovasc interv ther. 2024;39(2):214-215. Doi:10.1007/s12928-023-00967-2 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.